Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia during fasting, with the lowest blood glucose of 54 mg/dl, which the endocrinologist attributed to recent insulin changes and which was self-treated with oral rapid-acting carbohydrates such as glucose tablets. Symptoms included sweating, dizziness, and shakiness. Outcomes included insufficient information to characterize long-term impact. Investigation included communication with the user and analysis of information provided by the user and care team. Investigation of this case revealed no findings available, no specific medical device problem identified, and no device component implicated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.